Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, after which the malfunction code did not recur, and was advised to continue using the pump. Caller was instructed to report back if any malfunction code appears again.